Event description:
It was further reported via journal literature that the telemetry failure was attributed to electromagnetic interference (emi) generated by the impella device.

Manufacturer narrative:
This additional information is based entirely on journal literature. Referenced article: using a cast iron skillet to resolve percutaneous ventricular assist device and implantable cardioverter-defibrillator electromagnetic interference. Jacc case reports. 2026. 31:107731. Doi: 10.1016/j.jaccas.2026.107731 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days after an impella device was implanted, the implantable cardioverter defibrillator (ICD) was unable to be interrogated. After a cast iron pan was placed over the impella pump site, telemetry was instilled, the pan could be removed, and wireless telemetry functioned as normal. The ICD remains in use. No patient complications have been reported as a result of this event.